Event description:
It was reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radiofrequency programmer head tested out of specification during uplink functional tests and therefore the head's cable was replaced. Analysis also found that the head's label was missing its coating and therefore it was replaced. Concomitant products: product ID 2090 programmer. (B)(4).